Event description:
A customer reported an event of a ¿smell¿ or odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was instructed to power off the unit and discontinue use. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. He identified that the catalytic converter was a non-asp component and replaced the part to resolve the odor/smell issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smell issue for the sterrad® nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The non-asp catalytic converter was not available for further analysis. The assignable cause of the odor/smell is likely due to the non-asp catalytic converter. The field service engineer replaced the part with an asp catalytic converter and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).